Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the customer's insulin pump screen was scratched and he could hardly read it. The customer's blood glucose level was 173 mg/dl. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.